Event description:
A pt reported experiencing inaccurate high results with a surestep enhanced meter. The pt's blood glucose results were 196mg/dl (meter), 136mg/dl (lab). Tests were done 30 mins apart with a difference of 61%. Pt did not experience any adverse events. No further info has been reported.